Manufacturer narrative:
Other, other text: h10 ? Device evaluation results: one cadd cassette reservoir was returned for investigation in used condition. The product was visually inspected at a distance of 12 to 18 inches and under normal conditions to look for cuts/damages that may have caused any leaks. No cuts, damages, or other product abnormalities were observed. A leak was observed during testing however. The customer reported product problem (leaking) was therefore confirmed. The product problem was attributed to a manufacturing issue. This was established as the root cause.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cassette was being checked prior to use and it was found that there was medical fluid leaking where the medication bag and the tubing was connected. There was no patient present at the time of the event and no adverse events reported.